Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed an infection at the implant site and underwent a revision surgery to drain and washout the infection (specific date not reported). Subsequently, the patient was hospitalized for a duration of 12 days (specific date not reported) and was treated with IV and oral antibiotics; however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on june 21, 2024.